Event description:
The customer reported that an 840 ventilator had an erratic gui display. The covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to swap the inverters and lcd panels to isolate the problem. The recommendations did not solve the issue, the customer will call and have a covidien customer support engineer (cse) evaluate the device.